Event description:
Pt was having an MRI exam when they reported that it got really hot during the last sequence of the shoulder scan. The pt had blistered area on their arm just below the right elbow and was sent to the ER for treatment. Examination determined pt had 3rd degree burns. Evaluation of MRI system by field service found no system problems.